Event description:
It was reported that the procedure performed was to treat a mildly calcified, moderately tortuous left anterior descending coronary artery. During removal of the 300cm ht bmw universal ii guide wire, resistance was met due to an unknown reason. Force was applied and it was noted that the guide wire separated upon removal. The separated portion was withdrawn with the guide catheter, and a new unspecified guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported force was used when withdrawing the wire. It should be noted that instructions for use (IFU) states if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage.¿ in this case, the IFU violation did not contribute to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, the wire may have become damaged during use inducing the separation and the difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.